Event description:
Customer reported that pump screen was cracked and that the pump was losing charge quickly. There was no adverse impact to the customer¿s blood glucose level. No replacement was needed, and the issue was documented only for provincial coverage purposes.